Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode during a routine follow-up. It was noted that the physician was alerted and planned to promptly replace this device. No adverse patient effects were reported. This crt-p remains in service at this time.